Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 250 mg/dl. The customer's mother stated that her son had taken the device with him while tubing and got the insulin pump wet. Advised discontinuation of the insulin pump. Nothing further reported.